Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Per medwatch form received from hospital, "in 2007, a procedure was performed for subrapubic fistula repair. During the procedure, a 7mm jackson pratt drain was placed. At the patient's post-op visit, while attempting to remove the jp drain, a piece of the device broke off below the level of skin. On the following month, a second or procedure was performed to remove the piece of the broken drain."